Event description:
It was reported that the pt has no benefit from the device. The pt was having pain and facial nerve stimulation since the first fitting. She was not wearing her external device. The map with lower mcl values was given to the pt. She did not complained of pain but she reported to have no access to sound. An x-ray confirmed a radical cavity. The pt is having a cochlear malformation. A revision surgery to re-position the electrode was performed on (B)(6) 2014. The pt is still experiencing the facial nurse stimulation and pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.